Event description:
A malfunction was reported with a code displayed as malf 12. A question about whether there was any impact on the customer's blood glucose level revealed no increase beyond 500 mg/dl, indicating no adverse effects. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again, which they understood.